Event description:
The customer contact reported a charred ac power cord plug. The pump was returned to the biomedical engineering dept. With an unsigned note that stated, "broken prong on cord." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the ac power cord plug was reported to be blackened and melted where the prong was broken. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.